Event description:
It was reported that stent foreshortening occurred. A 3.50x12mm promus element ¿ stent was selected to treat the lesion but the stent shortened after it was implanted. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, supplemental medwatch will be filed. (B)(4).